Event description:
The customer reported that they key was broke in the power switch. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The broken key was removed and replaced with a new key. The system was tested and operates as intended.